Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that while wearing the pod on their leg, they noticed their blood glucose reading started going high, over 300mg/dl while wearing the pod between 4 and 5 hours before changing it. The patient stated that the pod might not have inserted the cannula properly. Upon removal of the pod, the cannula was noted to be kinked. As treatment, the patient used a syringe to administer insulin and then activated a new pod.